Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: mixed urinary incontinence with primary stress component. Concurrent procedures: laparoscopic cholecystectomy, tahbso, lysis of pelvic adhesions, keloid scar revision. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent transvaginal removal of mesh, repair of anterior vaginal wall, and cystoscopy on (B)(6) 2012 due to vaginal mesh exposure, history of prior synthetic mid-urethral string, vaginal discharge and chronic pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. Patient also underwent closure of vaginal defect on (B)(6) 2011 for vaginal defect/erosion. It was reported that the patient underwent reclosure of mesh erosion and urethrocystoscopy on (B)(6) 2011 for mesh vaginal mucosa erosion.